Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was rep called during an implant case and reports that after connecting the lead to the ins, tightening the setscrew and placing ins in the pocket, all contacts showed high impedance with the case. Rep had hcp gentle tug on the lead to ensure it was secure. Rep then had hcp loosen setscrew, remove lead and wipe it down, then place back in the header block, tighten the setscrew, give a gentle tug on lead to ensure it was secure, and place ins back into the pocket. Rep reports that impedance values remain unchanged. Rep reports that all bipolar pairs show normal values when compared to each other, but are all high when compared to the case. Reviewed the impedance values and checking them again post-operatively. Rep reports they will set programming to bipolar configuration as all 4 contacts show normal impedance values and will call back if further troubleshooting is needed. Rep reports they do not have time to give information and will reply via email after the case. Additional information was received from the manufacturer representative (rep). They stated the cause of the high impedances was unknown. When asked what steps were taken to resolve the issue, they reported the customer service representative informed them the issue would resolve itself post operatively and it did. They were able to program as usual. The issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.